Manufacturer narrative:
The event occurred in china. It was reported that the closing assy can not hold the rotaflow drive during use. The closing assy was fixed with tape and the device was continued to be used. No harm to any person has been reported. Due to the potential risk for harm for the patient a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on (B)(6) 2025 the customer confirmed not to order any repair. The failure mode "closing assy broken" can be linked to the following most possible root causes according to the rotaflow risk management file: - malfunction or total fail due to mechanical influences. Based in the information available at this time the reported failure could be confirmed. The review of the non-conformities was performed on 2025-08-13 and during the period of 2020-10-28 to 2023-04-25 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow device was produced in 2023-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.3. Take damaged devices out of service immediately and have them tested by the authorized service personnel. Chapter 2.2.4 always keep the rotaflow emergency drive at the ready for stop-gap manual operation in the event of pump drive failure. The customer will also be informed by the getinge sales and service unit (ssu) to follow the chapter in the service manual for use heart-lung support system rotaflow system/ en / 03 chapter 1.7 service-related work on a device may only be carried out by service technicians who have been trained and instructed and certified by getinge. Service-related work on a device carried out by unqualified service technicians may lead to injury of the service technician, patient or other persons or may lead to device damage. Chapter 1.10 a repair is carried out for maintenance after damage or malfunction of a rotaflow system. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market. It is a significantly similar device to rotaflow drive which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow drive with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the closing assy can not hold the rotaflow drive during use. The closing assy was fixed with tape and the device was continued to be used. No harm to any person has been reported. Due to the potential risk for harm for the patient a report is required. Complaint ID: (B)(4).